Manufacturer narrative:
Device evaluation: g4, h2, h6 and h10. Result of investigation: investigation was done using log file analysis. Initial findings were blower temperature increase was unusually quick. Alarm 240 triggered only 37 seconds after alarm 241. Blower temperature increased from 67.8 degree celsius to 80.8 degree celsius within that time. Most likely the blower got stuck due to too much dirt inside it. This caused the temperature to rise and finally the damage of the blower. Investigation lead to a conclusion of caused traced to maintenance. The customer confirmed that they have replaced the blower with new one and after replacing the main electronics this unit is working fine. They have provided the logs then also checked the logs and found that alarm 316 did not appeared again.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Log files showed that there were several temperature high alarms triggered on (B)(6) 2019. Technical failure 316 (blower failure) started to be active since (B)(6) 2019. Blower failure is not due to blocked filter but suspecting hw issues (bearing issues) of the blower which causes the failure. After visual investigation the faulty blower was returned to fa lab for further investigation.

Event description:
The customer reported blower failure on the bellavista 1000 device. There was no information regarding patient involvement that was associated with the reported event.